Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. It was noticed that the needle passed through the plastic of the device, making it unusable. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.